Event description:
Reporter alleged having an infection in his finger 2-3 yrs ago when using the softclix device using in finger-stick blood glucose testing, which occurred as a result of him not changing the needle after each use. Reporter stated when he went to the doctor; he was given oral medications, type unk, for one week, as well as some ointment, type unk. Reporter indicated he does not remember if he still has this device. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.